Event description:
It was reported that during training by a getinge sales associate, it was observed that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and discovered that what was causing the issue was the o-ring on the back of the unit which was damaged and half missing. To fix the issue he replaced the o-ring and the leak was resolved. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is:(B)(6) .

Event description:
N/a.